Event description:
The customer reported that the system would not perform fluoroscopy and there was just a clear black screen. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was repaired, the generator interface board was replaced and the system software was upgraded. The system was then found to be operating as intended.